Event description:
The patient experienced return of symptoms with increased baseline spasticity. The hcp stated that the patient's pump was getting old and decided to replace it. No diagnostic testing was done prior to pump replacement surgery. During replacement surgery the patient's catheter patency was checked and was ok. The patient's pump was replaced. The patient recovered without sequela. The patient's pump contained baclofen 2000 mcg/ml, programmed to deliver 700 mcg/day.

Manufacturer narrative:
Final device analysis revealed motor gas shaft wear. The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999.